Event description:
It was reported that there was an issue with nx059z- as vega ps tibial plateau cemented t5. According to the complainant, postoperatively, the implants of the left hip loosened. A revision was required, and was performed on (B)(6) 2022. The patient was reported to be deceased (B)(6) 2022. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) (9610612-2022-00312) nx057z. Involved components: (B)(4)-nx150/vega ps gliding surface t5 10mm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: leading material was confirmed to be nx059z; nx034z is now considered to be an involved component. The patient had right knee arthroplasty and revisions. Palacos cement had been used in the primary implantation surgery on (B)(6). 2018; the first revision was (B)(6). 2020. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: 400572856 (9610612-2022-00321) nx059z involved components: 400572857 -nx150/vega ps gliding surface t5 10mm - lot unknown 400572193 - nx034z/as vega ps femoral comp.cemented f6r - lot unknown.

Manufacturer narrative:
Additional information/correction: b5 - leading material updated & event description d10 - involved component updated h6 - codes investigation results: visual investigation: no products at hand, therefore an investigation at the product is not possible. According to the surgical report provided, there was no connection/adhesive between bone cement and implant. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: on the basis of the current information and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are several root causes for implant loosening. One possible root cause could be that there were problems with the cement technique and due to this the implant has loosened prematurely. But in this case this is only speculative. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a psc was initiated.